Manufacturer narrative:
At time of first submission it was intended by MFR to develop instructions for use for this device. It was subsequently decided to discontinue this device as of 7/1/1998. Attached is a revised summary report with additional and corrected info. No sample of container involved in needlestick incident was returned for quality assurance eval. Without sample of container in question, we were unable to perform any type of puncture resistance testing that could confirm defect or malfunction of container. Also since container was mfg during 3rd week of august, 1993, device history records for product were unavailable, making it impossible to investigate complaint. At this point, root cause of needle penetration would appear to be inapproprate use of container according to mr. Trowbridge. 18 gauge needle was still attached to 10 cc syringe when it was deposited into container. Since length of syringe and needle exceeded height of container, it was inserted at angle such that end of needle was lodged into corner of s-a-g base. #4800 container is not intended for use as portable container, but rather for use in hosp or clinical setting and was used inappropriately in this situation. Corrective action has been issued to marketing to address the issues raised wiht #4800 container and will be reviewed by management prior to implementation. Complaint has also been entered into our database so taht any trends involving this particular container and failure mode can be monitored and addressed as required.

Event description:
A volunteer fireman was stuck by a needle protruding from a corner of a sag 4800 one quart sharps container when he attempted to remove the container from the back of an ambulance. He received a tetanus shot and prophylactic triple anti-human immunodeficiency virus drug therapy for three days following the incident.